Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported after completing his initial training. The patient had received two line-blocked alarms, which had been cleared. The operator of the device was the lay user or patient. There was no patient injury. No patient harm or no patient injury.